Manufacturer narrative:
The reagent/electrode lot numbers and expiration dates were not provided. The field service engineer found an issue with a tube in the rinse unit and resolved the issue. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 6000 c501 module. Sample 1 initial glucose result was 16 mg/dl and the repeat result was 96 mg/dl on another instrument. The sample was repeated as the initial result was believed to not correspond "to a living human". Sample 2 initial sodium result was 215 mmol/l and the repeat result was 131 mmol/l. The repeat results were believed to be correct. The questionable results were not reported outside of the laboratory.